Event description:
It was initially reported on 2013 (B)(6) that the device had helped the patient from going four to five time at night to one to two times. However, since implant the patient had been having frequent leakage during the day. The patient mentioned it to her doctor during a follow-up visit, but since then it had gotten worse. The patient still wore a pad as a ¿security blanket.¿ the patient wanted to know if she increased stimulation from 0.8 to 0.9, would it help with the leakage. It was later reported, on 2014 (B)(6), that the patient did not have concerns with their device or therapy. Additional information received on 2014 (B)(6) reported that the patient had a loss of therapeutic effect and when the device was implanted it was working fine, but ¿within the last month or so¿ the patient had been experiencing more leakage. It was noted that the patient was wondering if increasing stimulation from 0.8 to 0.9 would stop the leakage. It was reported that the patient was feeling discouraged because she felt that once she had the implant she wouldn¿t be going to the bathroom as much. It was noted that the device had helped her and before the device she was ¿going 4 or 5 times at night¿ but now it was 2 or 3. The reporter stated that when the patient saw the doctor after the device was implanted, the doctor asked if the patient was having any leakage and at that time there was a little, but now it was more frequent and the patient was wondering if increased stimulation would help. It was noted that the patient would call her doctor to let him know what was going on and see what he thought. It was then reported on (B)(6) 2014 that the patient had the stimulator for a year. In the beginning, it was helping but now she was getting up every 3 to 4 hours. The patient saw her hcp (healthcare provider) in july. He told her to increase stimulation and even though she did that, she was still getting up 3-4 times at night. The patient's interstim helped; it was like perfect. It helped for maybe about 6 months then gradually her symptoms came back. The patient's doctor wanted her to keep a diary. Patient services reviewed that we recommend patient's turn stim off in the car, so if they would feel stimulation too strong in the car, it may be felt as shocking or jolting. The patient had asked her hcp and he said he had not heard of that before. A shocking or jolting sensation was noted. The patient wanted to change programs. Patient services assisted the patient to synch with the patient programmer. The patient was currently on program 1 at 2.7. The patient had program 2 at 0.7, 3 at 0.0 and 4 at 0.0. The patient saw the icon showing stim was currently turned off. The patient did not know how stim could have been turned off. Patient services assisted the patient to lower stim on program 1 and reactivate. Patient services helped the patient increase stim back up to 1.5 and the patient could feel stim and it was comfortable. The patient hoped turning stim back on will help now. Patient services offered and sent the patient therapy manual, dvd, quickguide and symptom diary. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28 lot# va0azzc, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient experienced a loss or change of therapy. The therapy wasn't helping since 2014 and the patient really started having issues with the therapy not helping in the past year. The patient didn't feel stimulation and was having trouble getting the patient programmer to work. The patient was trying to increase it because they were having a lot of leakage issues. The patient couldn't go anywhere without a pad on. The patient kept getting poor communication. The patient was able to increase stimulation to the point where they could feel it again.